Event description:
Reference MFR report #: 1627487-2013-05030. It was reported the patient is not receiving adequate coverage. An impedance check revealed invalid contacts. X-rays results revealed one of the leads had migrated and was kinked. The patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.